Manufacturer narrative:
No device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973 and z-1974.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged lung damage. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In box b, box g and box h sections was updated/corrected.

Manufacturer narrative:
As per additional information received on 12/02/2024 : the device is not returning to the manufacturer for evaluation. The manufacturer did not receive contact information to obtain additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box h has been updated/corrected.

Manufacturer narrative:
In box b, box g and box h sections was updated/corrected. Previously adverse event/product problem was incorrect, now it is updated and corrected.